Manufacturer narrative:
This report is being sent to provide new information in b5.

Event description:
It was reported that at a follow-up appointment, elevated, out-of-range pacing and shock impedance measurements were observed from the right ventricular (rv) lead (greater than 3000 ohms and greater than 200 ohms, respectively). These measurements had increased suddenly in the second half of (B)(6) 2024. Additionally, decreased rv amplitude sensing measurements were also noted. Provocative maneuvers were performed, but they were unable to produce artifacts. The physician suspected a potential rv lead fracture, or a poor connection to the implantable cardioverter defibrillator (ICD), and thus, the patient was hospitalized. Diagnostic imaging is anticipated to assess the system integrity. Recently, the physician surgically explanted and replaced the rv lead to resolve the event. The ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, elevated, out-of-range pacing and shock impedance measurements were observed from the right ventricular (rv) lead (greater than 3000 ohms and greater than 200 ohms, respectively). These measurements had increased suddenly in the second half of (B)(6) 2024. Additionally, decreased rv amplitude sensing measurements were also noted. Provocative maneuvers were performed, but they were unable to produce artifacts. The physician suspected a potential rv lead fracture, or a poor connection to the implantable cardioverter defibrillator (ICD), and thus, the patient was hospitalized. Diagnostic imaging is anticipated to assess the system integrity. At this time, the rv lead and ICD remain implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in b5. This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that at a follow-up appointment, elevated, out-of-range pacing and shock impedance measurements were observed from the right ventricular (rv) lead (greater than 3000 ohms and greater than 200 ohms, respectively). These measurements had increased suddenly in the second half of (B)(6) 2024. Additionally, decreased rv amplitude sensing measurements were also noted. Provocative maneuvers were performed, but they were unable to produce artifacts. The physician suspected a potential rv lead fracture, or a poor connection to the implantable cardioverter defibrillator (ICD), and thus, the patient was hospitalized. Diagnostic imaging is anticipated to assess the system integrity. Recently, the physician surgically explanted and replaced the rv lead to resolve the event. The ICD remains implanted and in-service. No additional adverse patient effects were reported.